Event description:
As reported in the article, a novel technique to manage transcatheter aortic valve embolization, during inflation, there was a sudden loss of pacing capture which caused the valve to embolize into the ascending aorta. Using the delivery balloon, attempts were made to pull the embolized valve into the descending thoracic aorta with no success due to a calcified plaque on the inferior surface of the transverse aortic arch and aortic tortuosity. The valve was rocking but was lodged in between the innominate and left subclavian arteries, however the valve was not obstructing any of the great vessels so the operators proceeded with treating the patient's aortic stenosis with a larger 29 mm sapien 3 bioprosthetic valve. The valve was successfully implanted in the aortic annulus using rapid ventricular pacing. The operators refocused attention to the embolized valve. Attempts to expand and secure the embolized valve in the transverse arch using a non edwards balloon without success. Simultaneous valvuloplasty was attempted using a non edwards devices without success. The valve was maximally expanded and not secured due to a significantly dilated transverse aortic arch. The embolized valve was secured using another non edwards device to achieve temporary fixation. Following discussion between interventional cardiology, vascular surgery, and cardiac surgery, it was decided that fixation in the transverse arch would be necessary. Due to the delicate location and size of the transverse aortic arch, a non edwards valve was used to jail the embolized valve in place and there was excellent stability of both valves without obstruction of any branch vessels. The procedure was ended without any other issues and the patient was discharged home after 3 days in hospital.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, therefore no visual inspection, functional testing and dimensional testing was performed. Imagery was returned and review of the imagery revealed the following; embolized thv was visualized in the ascending aorta during attempts to retrieve it into the descending aorta via ds/balloon. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency therefore, no device history record (DHR) review or a lot history review was performed. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. A complaint history review was completed and the following root cause was potentially applicable to the event; procedural factors: loss of pacing capture. The following instructions for use (IFU) were reviewed: IFU, commander delivery system with s3/s3u thv, us and procedural training manual. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified in the evaluation. No further action is required. The complaint for valve deployment and position thv embolized into aorta was confirmed based on imagery review. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. Per medical article review, during deployment of s3 thv in aortic position, there was a sudden loss of pacing capture causing the valve to embolize into the ascending aorta. Per the instructions for use (IFU), valve embolization is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. During procedure, rapid pacing is performed to provide transient reduced cardiac output to facilitate balloon stability during valve deployment. Per the training manual, loss of capture during rapid pacing can cause sudden delivery system movement during deployment and make sure pressure stabilizes before balloon inflation. In this case, the loss of pacing capture disrupted the balloon stability during deployment, causing the thv to embolize into aorta. As such, available information suggests that procedural factors (loss of pacing capture) may have contributed to this complaint event. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product nonconformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.